Manufacturer narrative:
Correction 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg (implantable pulse generator) pocket was uncomfortable. The pt was bumping the pocket site as it was protruding and she reported the ipg was too big for her body. The pt stated she was getting pain relief with a pain pump and hence, wanted the scs system explanted. Follow-up information suggested she was directed to consult with her physician about the explant.